Event description:
It was reported that during a prostate vaporization procedure for benign prostatic hyperplasia, upon intraoperative activation, a double firing was observed (frontal and lateral). The fiber tip was noted to be intact. The procedure was completed using another of the same fiber. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The device instructions for use (IFU) was reviewed. The IFU states that the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. A risk review was completed and confirmed that the event of fiber- forward firing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Although the fiber was not returned for analysis, it is likely that the fiber tip was buried into tissue during use thereby resulting in fiber tip damage, contributing to the fiber firing forward. Based on the information provided and all compiled information, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation since the interaction between the user and device, or sample, caused or contributed to the error.

Event description:
It was reported that during a prostate vaporization procedure for benign prostatic hyperplasia, upon intraoperative activation, a double firing was observed (frontal and lateral). The fiber tip was noted to be intact. The procedure was completed using another of the same fiber. There were no patient complications.